Event description:
Paramedics responded to a person in cardiac arrest. The device was used to administer a defibrillation shock then, according to the reporter, the device lost power. A backup device was called for and used, but the pt was not resuscitated.